Manufacturer narrative:
H.6. Investigation summary customer returned (1) 1/2cc, 12.7mm, 30g syringe in an open poly bag from lot # 8344519. Customer states that one stopper came away from plunger rod and rod pulled right out of syringe. The returned syringe was examined and exhibited the stopper separated from the plunger rod and the plunger rod out of the barrel. A review of the device history record was completed for batch# 8344519. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200794317] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle stopper separated from plunger during use. The following information was provided by the initial reporter: material no. 328466 batch no. 8344519. It was reported that one stopper came away from plunger rod and rod pulled right out of syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle stopper separated from plunger during use. The following information was provided by the initial reporter: material no. 328466 batch no. 8344519. It was reported that one stopper came away from plunger rod and rod pulled right out of syringe.